Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed pump stops, low-speed events, and driveline fault alarms, however, a specific cause could not be conclusively determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The account submitted log files due to pump stop events and known driveline fault alarms. According to the account, the patient continued routine outpatient care with a mobile power unit (mpu). The submitted log files contained events from 12may2024 through 22may2024, 03jul2024 through 11jul2024, and 13jul2024 through 24jul204, per the timestamps. The files captured multiple transient pump stops and low-speed events on 24jul204. The pump stops and low-speed events occurred while the patient was operating on the power module. Additionally, driveline fault alarms were captured throughout the log files. These alarms corresponded with yellow wrench advisories. The driveline fault appeared to be associated with phase 1 hex values being higher when compared to phases 2 and 3. The other phases did not appear to contribute to the fault. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The pump remained above the low-speed limit and appeared to be functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) the driveline, serial number (B)(6) and driveline repair kit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) is currently available. Section 1, ¿introduction¿, contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including driveline faults. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a known driveline fault alarm. Log files were submitted for review to confirm if there were any advancement in frequency and to confirm if the patient does not need an ungrounded patient cable and a power module. The log file continued to capture driveline fault alarms all throughout the log. According to the phase data, one of the wire on phase 1 could possibly broken. The patient would not need an ungrounded patient cable. Otherwise the log file captured routine events with no notable alarm conditions or petameter changes. The plan was to continue routine outpatient care with their current mobile power unit.

Event description:
Additional information was received that the patient presented to the clinic on 11jul2024 with increased driveline fault events. Additional log files were submitted for review that continued to show damage to one of the two conductors in phase a of the pump. Despite the known damage, the data indicated that the pump function was not affected. It was recommended to keep the patient on an ungrounded patient cable when using power module and monitor for unusual alarms. The patient was admitted for another issue but was being followed closely for driveline fault alarms. It was believed that the patient was on an ungrounded patient cable upon arrival to the emergency department. Log files were submitted to confirm if the pump stop was on batteries or power module and if the patient was using the ungrounded patient cable. New x-rays were requested. The log files recorded the reported pump stop and speed reduction events on 24jul2024 at 0010. The data continued to capture intermittent driveline fault events. The data indicated that the patient was connected to a patient cable at the time but was unable to be determined if it was ungrounded patient cable.

Manufacturer narrative:
H6: medical device problem code corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.